Event description:
Revision hip surgery found the u.h.m.w.p.e. Acetabular liner to be cracked/broken with polyethylene debris in the surgical site.

Manufacturer narrative:
Non-destructive visual evaluation was performed on the liner. The component was replaced following a posterior dislocation of the hip because of wear and fracture of the superior rim of the liner. The superior half of the articulating surface of the liner showed burnishing, cracking, discoloration, and delamination wear. There were no apparent material or mfg defects noted on the device. Additionally, production batch records were reviewed and processing was found to have met specification requirements.